Event description:
It was reported that a bulb irrigation syringe component was not "filling properly" and did not "irrigate well."

Manufacturer narrative:
It was reported that a bulb irrigation syringe component was not "filling properly" and did not "irrigate well." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and irrigation was replicated with no defects observed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.